Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the procedure was a transvaginal sling procedure with cystocele repair, cystoscopy. Concomitant device: in fast ultra kit.

Manufacturer narrative:
Tracking number: (B)(4). E2: phone number : (B)(6). G2: phone number: (B)(4). Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment.

Manufacturer narrative:
Additional information: describe event or problem, if follow-up, what type?, evaluation codes, date received by MFR, type of reports.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion, and urinary incontinence. Product was used for therapeutic treatment.